Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced leaking at the top of the infusion set. Customer met up with a representative and was told that there was a delivery anomaly. Insulin was not being delivered due to the piston moving the incorrect way. Customer's blood glucose level at time of incident was unknown. Customer's blood glucose at time of call was 25.9 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will not return the device for analysis.